Event description:
It was reported that the user experienced a low blood glucose of 64 mg/dl, felt her usual hypoglycemia symptoms, and asked whether to announce an upcoming meal; she was advised not to announce while low and to treat with oral glucose. Symptoms included hypoglycemia consistent with her reported low-glucose sensations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information she provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.